Event description:
A home patient contacted baxter's technical service center during their automated peritoneal dialysis therapy. Reportedly, the home patient's transfer set adapter separated from the home patient's cathether. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was associated with this incident per the home patient.